Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated/damaged downstream occlusion (dso) seal. No errors in the ehl. After investigation the results indicated a reportable malfunction due to the delaminated/damaged dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the pump to standard configuration, and performed dso and upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a display issue, the screen would populate with images and then disappear intermittently. The customer returned the product for the intermittent display, and during physical inspection it was found that the downstream occlusion (dso) sensor was delaminated/damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.